Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display and the display to pump board cable. The unit operated to manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the start/stop button on the roller pump was not working. There was no patient involvement.